Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange following the reported event of backup battery faults active on the controller was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned. The submitted controller event log file (labeled (B)(6)) contained data that was captured on several different days spanning between ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured a backup battery fault active due to a backup battery end of service life fault from (B)(6) 2023 at 10:22:06 ¿ (B)(6) 2023 at 19:56:08 and from (B)(6) 2023 at 19:56:14 ¿ (B)(6) 2023 at 10:19:25. The driveline was then disconnected on (B)(6) 2023 at 20:03:04 and the controller was disconnected from external power at 20:03:27; however, this is consistent with the controller being exchanged after the reported backup battery fault alarms. While the alarm was active pump operation was not affected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis; however, an expired backup battery could have contributed to the reported event. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. Additionally, section 5 ¿ ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller internal battery died. Log file review revealed onset of backup battery (ebb) faults on (B)(6) 2023. These faults appeared to be associated with the routine end of service life for the backup battery. The system controller was exchanged on (B)(6) 2023. Log file review showed the controller was powered up again on (B)(6) 2023 and (B)(6) 2023, with the ongoing backup battery faults.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had emergency backup battery (ebb) faults on (B)(6) 2023. The alarms were due to the battery having reached its end of life. The system controller was exchanged on (B)(6) 2023. Log files showed the ebb faults continued to alarm on (B)(6) 2023 and (B)(6) 2023.

Manufacturer narrative:
No additional information that would alter the current reportability assessment. A follow-up regulatory report will be submitted once the manufacturer's investigation is complete.